Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen that affects his view on the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had need to rewind reservoir more than once with reservoir change, made grinding sounds when he rewinds and it sounds like insulin pump was on it was last leg. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind. No unexpected rewind anomalies noted. Device received with severely scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).